Event description:
Boston scientific received information that this system has been explanted due to infection. There were bacterium confirmed via cultures. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.